Manufacturer narrative:
Unit passed displacement test. Unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 1 trace (vdd) on keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm at the time of self test. The customer stated they were able to clear the alarm and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.